Event description:
It was reported that the during preparation for a procedure, it was found that the fiber failed and was not able to transmit energy. The fiber was replaced, but the second fiber presented the same issue. The procedure was completed using a third fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that no light was exiting the connector face, indicating a connector internal fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Functional test identified that there was a weak aiming beam emitting from the fiber tip. Microscope inspection identified that the fiber tip was burn and had damaged, which can be a result from the fiber overheating. In addition, it was identified that no light was exiting the connector face. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, the reported event was confirmed.